Event description:
It was reported that the 9600+ system boots up with charger fail error code presented. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Inspection identified the need to replace the batteries. Replaced the batteries. The sys was tested and found to be working as intented and placed back into service.